Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room at an outside hospital on (B)(6) 2021 concerned for large dark black stool the night prior. Hemoglobin was down to 6.5 from 8.4 on (B)(6) 2021. The patient was given two units of red blood cells (rbcs) prior to being transferred to the site. Upon transfer, hemoglobin was 7.9 and the patient received two additional units of blood. The patient was transitioned to open label without aspirin on (B)(6) 2021. The patient was also found to have gastric antral vascular ectasia (gave) in the pre-pyloric area of the stomach which was treated with argon plasma coagulation (apc). Coumadin and study drug were stopped.